Event description:
A trilogy 100 ventilator was returned to the manufacturer for service with the allegation that the touchpad was not working. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the touchpad issue was confirmed and was due to the lcd screen not working properly. The lcd required replacement to address the issue.